Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00968. The information for this complaint was given when the customer reported MDR #1828100-2015-00968. No parts being returned, as this repair took place over a year ago. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported by the customer that the cooler heater unit was repaired in (B)(6) 2014; two pieces of solid state fuse on the compressor delay board were replaced during that time. No other details regarding the nature of this event were provided.

Manufacturer narrative:
(B)(4). Per follow-up with the subsidiary service engineer, troubleshooting was done by checking the continuity of the said fuses. The ice making fault was caused by a blown fuse in the compressor delay board. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per follow-up with the subsidiary service engineer, the customer noticed the unit was not making ice during set-up for a cardiopulmonary bypass. The customer used ice blocks to produce a cold temperature during surgery. There was no delay of case, just a hard time in sourcing out and putting in the ice blocks.